Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not powering on. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not powering on. The rse provided the customer with the latest version of the service manual (version t.). During troubleshooting, the biomedical engineer disconnected the white molex connector on the power management board and confirmed that the 24-volt power supply was not within specification. The rse provided the customer with the following instructions; verify alternating current (ac) outlet for proper voltage, verify that power cord was functional, verify power supply (24v): with ac power disconnected, remove j1 from power management (pm) printed circuit board assembly (pcba), reconnect ac power, verify that 24v was present between the orange and brown wires on the power supply harness connector: if 24v was present, replace the pm pcba, if 24v was not present, verify that ac power was present: disconnect ac power, remove electrical magnetic interference (emi) shroud, reconnect ac power, verify that ac voltage is present between the blue and brown wires coming from the ac inlet: ff ac power was present, replace the power supply, if ac power was not present, replace the ac inlet. The customer was provided with the part number for a replacement power supply.